Manufacturer narrative:
Due to character limitation in block e1: event site postal code: (B)(6). It was reported through a direct call from the customer to the emergency support program that intra aortic balloon pump (iabp) had a gas loss alarm during use. There was no harm or injury reported. (B)(6) reported that the alarm had gone off several times in a row and she was inquiring about what to do if it went off again. She did not utilize the help screen or the iab fill key. I had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. (B)(6) then performed a fill which resolved the gas loss alarm and resumed therapy. I explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by movement. I encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together.

Event description:
It was reported through a direct call from the customer to the emergency support program that intra aortic balloon pump (iabp) had a gas loss alarm during use. There was no harm or injury reported.